Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The analyst commented that the helix extended and retracted smoothly with no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the implant procedure that the right atrial (ra) lead was attempted but not used due to repeated immediate dislodgement. Removal and examination of the lead revealed a helix that would not extend or retract. Another ra lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.